Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification during inspection due to stylus contact points on the micro processor unit (mpu) being loose. It was also noted that the keyboard rail cover was broken and the programmer booted up to an error. Due to a lack of parts to complete repair the programmer was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error message after powering on. It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.